Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient using the controller experienced a double disconnect of power sources due to a patient error while changing power sources quickly. The patient visited the clinic because they were not feeling well. Logfiles demonstrated the double disconnect and low through periods. The ventricular assist device team determined the patient was hypovolemic after reviewing the patient's labs, which showed low volume. A cta imaging was completed, and the patient was sent home the same day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional report its been submitted due to section g3 on the report submitted on 2025-03-03 was inadvertently blank and should have been 2025-02-04. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A correction supplemental report is being submitted as the codes and additional device was added revised. Additional product: d1: heartware ventricular assist system ¿ pump d4: model #: 1103/ catalog #: 1103/ expiration date:31-oct-2020 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 15-oct-2018 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the manufac turing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed intermittent decreases in power consumption and estimated flows over the analyzed period; however, power consumption remained within normal operating range. Of note, the alarm log file was not available for analysis. Review of the controller log files also revealed a controller power-up event, with an associated motor start event, logged on (B)(6) 2025 at 16:31:53, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that an adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 53% relative state of charge (rsoc). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for nine (9) seconds. No anomalies were observed leading up to the losses of power. As a result, the reported events were confirmed. Based on the limited available information, the device may have caused or contributed to the reported events. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the loss of power event can be attributed to a disconnection of both power sources by the patient, as described in the reported event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.